Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the aortic extender endoprosthesis provides an extension of approximately 1.6 cm or 2.2 cm of the leading end of the trunk-ipsilateral leg endoprosthesis.

Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat an aneurysm of the right common iliac artery. Subsequent imaging revealed that blood was still filling the aneurysm of the right common iliac artery. Therefore, on (B)(6) 2011, this patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component and an iliac extender component along with two gore viabahn endoprostheses. A snorkel technique was performed to preserve profusion into the right hypogastric artery. The endoleak was resolved and the patient tolerated the procedure.